Event description:
A customer in (B)(6) notified biom¿rieux of obtaining a discrepant results while testing samples using the vitek¿ ms instrument (reference # 410895, serial # (B)(4). This customer sends their samples to a national laboratory (confirmation lab) that confirms results using bruker and hain method. Vitek¿ ms results: m. Intracellulare bruker and hain method results: unclassified mycobacteria these results were from three (3) patient samples from different patients. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biom¿rieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in israel of obtaining discrepant results while testing potential mycobacteria samples using the vitek® ms instrument (reference # 410895, serial # (B)(6)). Fine tuning: status medium at the time of acquisition. Spot preparation quality: the customer's spot preparation quality seems to be good. The sample "all peaks" values are homogeneous. Knowledge base review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis : analysis of a mzml sample shows that the number of all peaks seems to be homogeneous during the issue. However, the misidentification was obtained with a variable identification score (between -0.27 to 0.02). In addition, if the customer obtained "no identification," the data showed spectra having a low resolution and signal. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator...). Further investigation is needed to find the root cause of the misidentification issue. A customer strain return request is needed but linked to a safety risk (potential bls3). Therefore, strain return cannot be organized. Consequently, the cause of the issue could not be defined. The customer has to confirm the identification with reference method (sequencing). It was also recommended that local customer service check sample preparation with the customer and provide the customer training materials for improving spot preparation technique.